Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. The patient is only making a claim for an adverse patient outcome against the sepramesh composite ip. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 10 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence and seroma thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence and seroma as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2013: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. The patient is only making a claim for an adverse patient outcome against the sepramesh composite ip. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2013 - patient was diagnosed with incarcerated incisional hernia with associated small bowel obstruction thereby underwent repair with the implant of sepramesh (device #1). Per operative notes, ¿the hernia sac was dissected down and a portion of sepramesh (device #1) was anchored in placed on the undersurface of the fascia.¿ (B)(6)2016 - patient was diagnosed with recurrent ventral incisional hernia x2 (epigastric incisional hernia and umbilical incisional hernia) thereby underwent repair with implant of bard flat mesh (device #2 & #3). Per operative notes, ¿the hernia sac was then opened in epigastric hernia site and excised. A marlex (bard flat mesh - device #2) was passed onto the field and onlay mesh was tacked down. A large hernia sac was completely excised and adhesions were lysed. A marlex mesh (bard flat mesh - device #3) was laid over the fascia of the anterior abdominal wall.¿ (B)(6)2017 - patient was diagnosed with small bowel obstruction secondary to incarcerated incisional hernia and abdominal wall fluid collection thereby underwent exploratory laparotomy with drainage of fluid. Per operative notes, ¿there was pocket of turbid fluid and drained. This was on the top of the previously placed nonabsorbable mesh. The hernia sac was dissected out which was carried out down inferior to the nonabsorbable mesh. ¿ (B)(6)2018 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with explant of mesh (device #1). Per operative notes, ¿the mesh was carefully excised and there was a recurrent hernia. A piece of mesh was then used in an underlay fashion and tacked to the abdominal wall.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was also alleged that patient had scarring.